Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.